Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that when the ventilator was connected to a patient, the minute and tidal volumes were not reading correctly. There was no patient harm. (B)(4).

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Our field service engineer (fse) could not reproduce the reported issue. The ventilator passed all safety and functional tests and was cleared for clinical use. Provided ventilator logs were reviewed. Alarms for expiratory minute volume low and etco2 low were generated, which indicates a leakage in the patient breathing circuit or a disconnect situation. Information concerning what type of patient breathing circuit or filter that was in use at the time was not provided. Successful pre-use checks were performed after the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The cause of the alarms has not been determined but they were most probably due to leakage. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).